Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and found as follows; the needle protruded from the sheath. The stylet was partially inserted the needle. The needle could not be retracted into the sheath. The needle was detached from the fixing part. There was no abnormality of the bonding condition at the needle fixing part. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1.the sliding resistance between the needle and the sheath was increased since the insertion portion was angulated inside the endoscope. 2.the user pulled the needle slider with excessive force and the needle was subject to an excessive load. 3. As a result, the needle detached from the handle and became unable to be retracted into the sheath. The above device handling has warned in the instruction manual as follows. *do not coil the insertion portion with a diameter of less than 150 mm. Doing so could damage the instrument. *do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endobronchial ultrasound-guided trans-bronchial needle aspiration, the subject device was used. In the procedure, the user could not retract the needle into the tube sheath since the needle was stuck in the tissue. The user took out the endoscope from the patient while the subject device with the extended needle was left in the endoscope. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the inability to retract the needle.